Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that about three weeks ago at the beginning of march, it's taking longer to charger her stimulator, over an hour, not fast as it used to. Patient said her ins battery gets really low and it will not charge fast; she is really concerned. Later, patient said when she puts it on it says looking for device. Patient services tried to advise patient to charger her ins battery when it's low, however patient repeated she thinks the recharger should be replaced. Patient said she has had her controller replaced before and thinks now she needs her recharger replaced. Patient said she noticed about the same time that when she use her recharger to recharge her implant, she feels "like static effect." She feels an electric charge but didn't used to feel that, "it's funny, sparky" to her. Patient said she feels that no matter which group she is on. Patient stated she wears the belt during recharging, is still using the same settings she had always used, and normally charges when it's low. Patient confirmed she never had falls or traumas and no other medical tests or procedures, and doesn't do excessive bending and twisting. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient just started to slowly charge- was difficult to place on the correct place to charge. Patient had a new ins battery. The issue had resolved. Patient would follow up with the healthcare professional to talk about it soon. No further complications were reported.